Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that that the down arrow and contrast keypad buttons were intermittently responsive. The down arrow keypad button required more force and multiple button presses in order to elicit a response. The keypad buttons did not click back and spring back normally. There was evidence of keypad contamination found under all key contacts.